Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the automated impella controller (aic) abruptly powered off and turned back on after 10 seconds. The aic was replaced in response to the failure and there was no patient harm.